Event description:
The customer reported that the insulin pump alarmed motor error during a basal delivery. Troubleshooting was performed. The blood glucose reading was 211mg/dl. The caller stated that she walked into the MRI room wearing the insulin pump, but she removed the device prior to having the MRI. Assisted the customer to run a manual prime test, and the alarm did not occurred. Performed the self test and passed. Advised the caller to change the entire infusion set. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of the motor encoder signal being out of phase. The device had scratched display window. Further testing could not be performed due to the motor error alarm.